Event description:
A customer observed imprecise psa qc results on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that qc data for multiple analytes showed poor precision. The precision issues persisted across multiple reagent and control lots as well. Datalog analysis showed issues with well wash values. A field service visit was scheduled to perform maintenance on the instrument. The root cause of the event was instrument-related.